Event description:
It was reported that patient underwent an initial hip arthroscopy and labral repair on (B)(6) 2015. During the procedure, two drills fractured while trying to insert the soft anchors. The surgeon was able to utilize a grasper to pull out the fractured portion of the drill; however, the anchors pulled out as a result. A competitor's drill and implants were used to complete the procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported." This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-01373 and 01374 and 01375).